Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of pacemaker mediated tachycardia and syncope. No evidence of a pause in pacing from the crt-d that remains in service. The device appeared to be functioning as programmed. No additional adverse patient effects were reported.